Manufacturer narrative:
The subject device was received and evaluated. A comprehensive leakage check was completed, the device was not leaking. Device evaluation noted the error code e315 unsupported scope was not evident on the screen when the endoscope was connected to the stack system. The plug body was dismantled, the moisture indicator had been triggered, turning pink after contact with fluid / moisture, fluid droplets noted to be visible. The inner moisture indicator had also been activated, with fluid droplets evident. Technical evaluation has been unable to confirm the customer specified fault/ reported issue of ¿e315¿. There was a functioning image displayed when the scope was connected to the stack system. The plug body was disassembled, fluid ingress was evident within the plug body, triggering both of the pink moisture indicators. Remnant fluid droplets where noted present . Although the reported error code e315¿ cannot confirm ¿, fluid has entered the instrument possibly via the eto valve. The quality trend analysis has shown that fluid inside the plug body can result in intermittent image issues temporarily affecting the video image and other electrical functionality. Therefore, the fault/reported error noted to be a sporadical failure which indicated a failure cannot be confirmed but occurrence is likely. The most likely cause is during the manual leak check or cleaning process and is therefore typically attributed to use handling. An intermediate repair is required to return the instrument to the original equipment manufacturer (OEM) specification. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported the device was plugged in stack and got an error 315 (error code e315 unsupported scope). The device was replaced with another device and the subject device was sent for repair. According to the report, there were no issues came up before using for procedure, staff were routinely checking equipment , making sure no impact to patients. The reporter stated device "just plugged in stack and got error 315 so used another". The problem occurred at preparation for use. There was no harm, no patient injury, no user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the customer's complaint (error code 315) was not confirmed, as the error code e315 was not evident on the screen when the endoscope was connected to the stack system. Additionally, the repair center found: light cover glasses chipped, light cover glasses adhesive worn, optical cover glass scratched, optical cover glass adhesive worn, distal end cap worn, distal end adhesive worn, minor marks on the insertion tube, control body - air/water housing colored ring worn, switch condition worn, scope connector - water leakage / fluid ingress, marks on the image, up/down/left/right angle out of specification. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely that water invaded scope connector while the user was handling the device which led to abnormality of electrical parts. The root cause of this event was unable to be identified. The event can be detected by following the instructions for use which state: ¿inspection of the endoscopic image.¿ the event can be prevented by following the instructions for use which state: ¿when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.